Manufacturer narrative:
The console was field serviced at the user's facility. It was believed that the noise was caused due to a dirty or burned lens cell. The lens assembly was replaced. Also, a water spray test was performed to confirm that the blast shield and fiber were not burned. Then, functional tests were performed. The reported event of the displayed dotted line was not confirmed. After replacing the lens assembly, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported event of noise was confirmed. The instructions for use (IFU) was reviewed. There is no indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics.

Event description:
It was reported during procedure, when laser irradiation was attempted, a noise was heard after the dotted line was displayed. The debris shield and fiber were replaced, however, there was no improvement. The procedure was cancelled. There were no patient complications reported. Patient was under general anesthesia. It was confirmed that the issue was primarily due to the console. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported during procedure, when laser irradiation was attempted, a noise was heard after the dotted line was displayed. The debris shield and fiber were replaced, however, there was no improvement. The procedure was cancelled. There were no patient complications reported. Patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported during procedure, when laser irradiation was attempted, a noise was heard after the dotted line was displayed. The debris shield and fiber were replaced, however, there was no improvement. The procedure was cancelled. There were no patient complications reported. Patient was under general anesthesia. It was confirmed that the issue was primarily due to the console. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.